Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins overdischarged. It was not responding to their ins recharger (insr). It was noted the patient sounded confused about the device and "life". It was unknown if the patient programmer communicated with the device. The rep indicated they were going to reach out to the managing healthcare provider for more information regarding the event. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient had incorrectly communicated the overdischarge issue. After the representative troubleshooted with the patient, they were able to get a good connection and then charge the ins with no problems. No further actions were necessary. There were no further complications reported or anticipated.